Event description:
It was reported that this right atrial (ra) lead had exhibited undersensing on the presenting electrogram (egm). This ra lead remains in service. No adverse patient effects were reported.